Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer acknowledged that residue and debris build-up could trigger alarms and received tips for preventing future occurrences. To resolve the issue, the customer replaced the insulin cartridge, after which the pump resumed normal operation.